Manufacturer narrative:
Pharmacovigilance comment: the patient was treated with juvederm voluma in the cheeks, restylane (or restylane-l) in the face (exact location unknown) and restylane-l in the nasolabial fold. The recurrent infection affecting both cheek and nasolabial fold suggest that the event is most likely related to the treatment procedure. Furthermore, it is unknown whether aseptic technique was used during injection or if the patient used any skincare products or make up after the procedures which could possibly be a source of pathogens causing the infection. The reported events are addressed in the labeling, or considered secondary to the reported events and are therefore not unexpected events. Lot number was reported and a batch record review did not reveal any deviations or other observations that indicate any product deficiencies. All chemical and microbiological test results were within the specification limits. Based on the available information this case has been assessed as serious. The recurrence of infection has required intervention and the company's assessment is therefore that this case fulfills the criteria for regulatory reporting. Distribution comment: the recurrence of infection has required intervention and the company's assessment is therefore that this case fulfills the criteria for regulatory reporting. Engineering evaluation: the reported events are addressed in the labeling, or considered secondary to the reported events and are therefore not unexpected events. No action is needed. Manufacturing narrative: lot number was reported and a batch record review did not reveal any deviations or other observations that indicate any product deficiencies. All chemical and microbiological test results were within the specification limits. CAPA: none was required. (B)(4). Device not available to manufacturer.

Event description:
Case reference number (B)(4) is a spontaneous report sent on (B)(4) 2015 by the patient, a female aged (B)(6) years. A follow-up report was received on (B)(4) 2015 by the patient and on (B)(4) 2015 by a physician. The patient's medical history included high blood pressure and concurrent medication includes losartan [losartan] and multivitamin [ergocalciferol]:[ascorbic acid]:[pyridoxine hydrochloride]:[thiamine hydrochloride]:[retinol]:[riboflavin]:[nicotinamide]:[calcium pantothenate]. The patient has a fitzpatrick skin type I-ii and no known allergies. The patient had previously received treatment with juvederm voluma on (B)(6) 2014 and (B)(6)2015, in both cheeks. On an unknown date in nov or (B)(6) 2014, the patient received treatment with restylane (unknown if restylane or restylane-l) on her face (exact location unknown), unknown lot no with unknown needle and technique. A few weeks later, the patient experienced infection (implant site infection) at upper right cheek by the right eye. The patient described the infection as swollen (implant site swelling), purple (implant site discolouration) and had fluid (implant site discharge). On an unknown date in (B)(6)2015, the patient received 2 injections of hyaluronidase [hyaluronidase], separated by 1 week and started an unknown antibiotics [null]. The infection resolved. On (B)(6) 2015, the patient experienced infection of moderate severity of the right cheek. The patient recovered on (B)(6) 2015. On (B)(6) 2015, the patient received treatment with restylane-l 1 ml lot no 12796 to left nasolabial fold with 29 gauge needle and unknown technique. On an unknown date, the patient experienced infection on the lower left side of her face. The patient described it as a big hard ball -left side of face (implant site mass) that was painful (implant site pain), purple, and had pus (purulent discharge). The patient was instructed to apply heat to the affected area but the infection continued. On an unknown date in (B)(6) 2015, the patient had vitrase [hyaluronidase] twice and was started on an unknown antibiotics. The infection continued. On(B)(6) 2015, a draining sinus tract on the left nasolabial fold was performed and the patient was treated with an unknown antibiotics and hyaluronidase. This treatment was performed by a plastic surgeon (in (B)(6)). The infection resolved. On (B)(6) 2015, the patient experienced infection of the right cheek under her right eye and described it as painful, red and swollen. On (B)(6) 2015, the patient started on amoxicillin [amoxicillin], clavulanate [clavulanate potassium] (875mg/125mg, 1 tablet twice daily for 7 days), and possibly vitrase. The event is now resolving. The patient stated that her never ending nightmare with this product continued to plague her and has been causing her much anguish and pain (emotional distress) to this day. She was seeking reimbursement. The reporter assessed the case as serious due to other serious (important medical events) and require intervention (devices). There was no photo documentation of the events. Treatment for the adverse event included hyaluronidase [hyaluronidase], vitrase [hyaluronidase], amoxicillin [amoxicillin] [(B)(6) 2015], clavulanate [clavulanate potassium] [(B)(6) 2015], antibiotic [null], draining sinus tract and heat. At the time of the report, the infection was recovering/resolving. At the time of the report, the swollen, purple, pus, painful, red, big hard ball -left side of face and had fluid was recovered/resolved. At the time of the report, the causing her much anguish and pain was not recovered/not resolved. The reporter has assessed the infection (implant site infection) as possible related to treatment with restylane and restylane-l. The reporter has assessed the swollen (implant site swelling), purple (implant site discolouration), pus (purulent discharge), painful (implant site pain), red (implant site erythema), big hard ball -left side of face (implant site mass), causing her much anguish and pain (emotional distress) and had fluid (implant site discharge) as conditional / unclassified related to treatment with restylane and restylane-l. The company has assessed the infection (implant site infection), swollen (implant site swelling), purple (implant site discolouration), pus (purulent discharge), painful (implant site pain), red (implant site erythema), big hard ball -left side of face (implant site mass), causing her much anguish and pain (emotional distress) and had fluid (implant site discharge) as possible related to treatment with restylane and restylane-l.